Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose was 142 mg/dl at the time of incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was not blank currently. Customer was unable to check battery cap battery compartment because customer was currently working. The insulin pump will not be returned for analysis.